Manufacturer narrative:
(B)(4). Evaluation summary: this report is based on information provided by an engineering evaluation. One idrive ultra powered handle 2 was received for evaluation. The returned sample did not meet specification. An inspection of the eeprom (electrically erasable programmable read only memory) found several motor failure related error codes. A pmv idrive battery pack was loaded into the idrive ultra. The handle did not appear to calibrate. A green blinking was displayed above the handle status light. Solid blue lights were displayed. The reported condition was confirmed. The observed condition in the pmv (post market vigilance) lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The file will be closed as a component error. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A review of the device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture.

Event description:
According to the reporter: when testing the status with the boot loader, it indicated twenty autoclaves and sixty firings. When the battery was put into the handle, it was showing end of life status; flashing green under the handle and two solid blue lights.